Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had the following issues: low impedance, oversensing, noise with oversensing and inappropriate withholding of ventricular pacing. It was also noted x-ray showed possible insulation fracture of the rv lead around clavicles area. The lead was capped and replaced. No patient complications have been reported as a result of this event.